Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. The sample appeared to be clean. Marker band is present and undamaged. Twisting was noted to the catheter shaft approximately 25.4cm from below the distal tip. No anomalies noted to transducer handle, saline hub, or distal tip. Under microscopic imaging cracks were noted to the distal end of the strain relief. A syringe was attached to the saline hub and water was infused, a longitudinal tear was noted to the catheter approximately 1mm distal to the distal end of the strain relief and water leak noted. Based on the findings, the investigation is confirmed for the reported leak and identified crack, material tear and twisted issues as during evaluation water leak, cracks on the strain relief, catheter tear and twisting were noted to the device. A definitive root cause for the reported leak and identified crack, material tear and twisted issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 03/2023).

Event description:
It was reported that during a preparation for a recanalization procedure of a highly calcified target lesion in the superficial femoral artery, leakage was allegedly found at proximal part of the catheter. It was further reported that another device was used to complete the procedure. There was no patient contact.